Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date supplemental filed: 04/03/2015. (B)(4). No device was returned for evaluation, however a review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of the complaint data identified a trend. The identified trend commenced after a FDA safety communication was issued in july 2011. The increased trend included complaints related to litigation for which no previous complaints had been filed.

Event description:
Mesh sacrocolpopexy in 2001. In 21/06/05 1 cm mesh exposure upper vagina excised and closed. In 14/l1/06 repeat excision of small area, 1 cm of mesh and gortex suture. Goretex sutures likely cause of problem as increased risk of infection and now not recommended or used vaginally. First minor excision of mesh was at time of another procedure, second required a day case minor procedure under general anaesthetic.